Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep vein thrombosis and therapeutic coumadin levels was scheduled for placement of an inferior vena cava (ivc) filter. The right internal jugular vein was accessed percutaneously and a cavagram was performed. This demonstrated the ivc to be of normal course and caliber with brisk antegrade flow without clot and the renal inflow at the l1-l2 level. The filter was then deployed in an infrarenal location at the l3 level. A post deployment cavagram was performed showing satisfactory filter position and alignment with brisk flow across the filter. The patient tolerated procedure without complication or adverse effect. Approximately six years three months post filter deployment, the patient was scheduled for retrieval of the filter. Access was gained to the right internal jugular vein percutaneously and a venogram demonstrated a tilted filter against the caval wall with significant intimal ingrowth. Multiple attempts to retrieve the filter using a snare, wire, angled catheter and forceps were unsuccessful. The procedure was concluded as the filter was still safely positioned, without evidence of thrombus or significant filter leg penetration. As the patient was asymptomatic, the physician explained that other manipulations could be attempted to retrieve the filter but were not recommended given the extensive six year duration of the filter being embedded in the ivc. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately six years and three months post filter deployment, a venogram demonstrated a tilted filter against the caval wall with significant intimal ingrowth during a retrieval attempt. Multiple attempts to retrieve the filter using a snare, wire, angled catheter and forceps were unsuccessful. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filter - filter malposition, - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: based on a review of the medical records received, the patient with deep vein thrombosis had a vena cava filter successfully deployed without incident. Approximately six years post filter deployment, during a filter retrieval procedure, the filter was identified to be tilted and embedded in the caval wall. Despite multiple attempts to retrieve the filter using multiple devices, the filter was unable to be retrieved. The physician did not recommend additional retrieval attempts as the filter was in a safe position without evidence of thrombus or limb penetration and the patient was asymptomatic.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis. Approximately six years post filter deployment, during a filter retrieval procedure, the filter was identified to be tilted and embedded in the caval wall. Despite multiple attempts to retrieve the filter using multiple devices, the filter was unable to be retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, removal procedure of an inferior vena cava filter was performed. Using ultrasound guidance, the right internal jugular vein was found to be patent and compressible. The vein was accessed with a micropuncture needle with wire and catheter exchange for a 180 cm amplatz wire positioned in the right common iliac vein. Over the wire, the inferior vena cava filter retrieval sheath was advanced and diagnostic venography performed. It identified tilted position of the inferior vena cava filter. It was against the caval wall with significant intimal ingrowth. Next, the filter retrieval snare was advanced and attempts to engage the filter were unsuccessful. The amplatz wire was positioned through the center point of the filter an attempt to straighten the filter. Alongside the amplatz wire, an angled catheter was advanced with a tip deflecting wire manipulated and attempts to pull the filter cone out of the intimal tissue of the inferior vena cava. Ultimately this was unsuccessful. Next, endoscopic alligator forceps were obtained from the gastrointestinal endoscopy lab. These were placed through the angled catheter and manipulated in attempts to dissect the intimal tissue off the filter cone. Ultimately, this was unsuccessful. The sheath was removed, and a sterile dressing placed. Approximately two years later, computed tomography (CT) revealed that the inferior vena cava was opacified and was normal in caliber. In the caudal inferior vena cava just above the iliac confluence, a bard g2 type inferior vena cava filter was in place at the low infrarenal inferior vena cava. The filter was tilted with filter apex at the right ventral aspect of the cava. The tip of the filter might be extra table. Several filter legs appeared to be extraluminal. One of the legs was visualized within a dilated left lumbar vein. There was no evidence of penetration of the adjacent abdominal aorta or iliac arteries. On the next day again filter removal procedure was performed. Under ultrasound guidance using standard micropuncture technique the right internal jugular vein was accessed. Over an amplatz wire the internal jugular vein was serially dilated, and a 16 french sheath was then advanced into the inferior vena cava just superior to the filter. A venacavogram was performed which demonstrated no evidence of residual thrombus in the filter. The hook appeared embedded in the wall. A trilobed snare was advanced into the sheath and attempted to snare the filter hook. However, the hook appeared embedded in the wall could not be snared. The snare was exchanged for stiff bronchial forceps. The bronchial forceps were used to manipulate the hook and surrounding fibrous tissue to free a portion of the hook and apex from the wall. The apex of the sheath was grabbed by the bronchial forceps and the 16 french sheaths was advanced over the filter until was collapsed. The filter however could only be withdrawn approximately 3 to 4 cm within the sheath due to resistance. Using the endobronchial forceps, the filter was attempted to be maneuvered within the sheath and retracted without success. A gooseneck snare attempted to snare the hook without success. A cobra catheter and glidewire were used in attempt to perform a modified loop snare without success. The bronchial forceps were then utilized again, and the filter was able to be grasped and withdrawn through the sheath. The filter was examined on the back table and all 12 of the legs and filter apex were intact. The filter was sent for pathologic analysis. No evidence of extravasation. Therefore, the investigation is confirmed for alleged filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6(results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6, b7, g4. H11: d1, d4(product catalog no), h6(patient, method and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis. Approximately six years post filter deployment, during a filter retrieval procedure, the filter was identified to be tilted and embedded in the caval wall. Despite multiple attempts to retrieve the filter using multiple devices, the filter was unable to be retrieved. The physician did not recommend additional retrieval attempts as the filter was in a safe position without evidence of thrombus or limb penetration and the patient was asymptomatic. The current status of the patient is unknown.